Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the unspecified tissue injury resulting in mitral regurgitation could not be determined. However, tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Date of event: date of occurrence will be estimated as (B)(6) 2021.

Event description:
This will be filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. During preparation, the first clip failed to establish final arm angle (efaa) and continued to open. The device was not used and was replaced. There was no patient involvement with the first clip. Two clips implanted, implanted, reducing mr to 2. One week later, during a transesophageal echocardiography follow-up, a leaflet tear was noted and mr increased back to 4. There was no treatment performed for the tissue damage. No additional information was provided.